Event description:
It was reported that was an incident of spontaneous removal of foley catheter. After placement in the operating room, the incident occurred in the ward. The catheter balloon was damaged when it was removed, and leakage occurred from the damaged area. For lot#mykr3341 and lot#mykt1315.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe 2758j14 and lot number ngkq3016. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated with no difficulty. No leaks present. With the return syringe attached the catheter balloon deflated passively within 31sec. As the reported event is unconfirmed, a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that was an incident of spontaneous removal of foley catheter. After placement in the operating room, the incident occurred in the ward. The catheter balloon was damaged when it was removed, and leakage occurred from the damaged area. For lot# mykr3341 and lot# mykt1315.